Event description:
A 9mm x 25mm x 135 express biliary stent inserted over a .035 magic torque guide wire to the right subclavian artery and deployed. When the physician tried to remove the stent balloon, it was sticking to the guidewire. The physician again pulled negative on the inflation device to deflate the stent balloon even more and again tried to remove the stent balloon over the wire. It continued to stick and we were unable to pull out the stent balloon and leave the guidewire in place. Therefore, they had to remove both the balloon and wire together from the patient.